Event description:
The tip of this rasp broke free and fell behind the patient's right "pcl" when the tibial channel was to be rasped. The surgeon experienced a delay of one hour to locate and remove the broken piece. A back-up device was available and used to complete the procedure. The device that broke had not been returned for servicing in the past. No patient injury resulted.